Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump was also received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was exposed to moisture. The customer's blood glucose level was 13.2 mmol/l at the time of the incident. The customer stated that they went swimming with the pump. The customer stated that they heard fluid when shaking the pump. The customer did not report fluid under the lcd screen. The product was returned for analysis.